Event description:
The customer returned the colonovideoscope to the service center for evaluation related to separate issue. During testing, the service technician identified the device had foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.The Legal Manufacture reviewed the customer provided the Cleaning Disinfection and Sterilization (CDS) processes where no obvious deviations from Instructions for Use (IFU) were identified.Olympus will continue to monitor field performance for this device.